Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fatal error message when logging into pyxis, database needs to be shrunk. A field service engineer performed the factory reimage of stations drive and set up for data synchronization. A technical support specialist completed the data synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, fatal error message when logging into pyxis, database needs to be shrunk. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.